Event description:
The patient had a primary acetabular reconstruction with stryker implants in 2006 due to oncological issues. The patient dislocated in 2007. The stryker liner was explanted and a competitor constrained liner was cemented into the stryker cup which is an off label construct.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.